Manufacturer narrative:
The event occurred in (B)(6). Caller did not have product information for the compact plus system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received result of 226 mg/dl on the mobile system and 40 mg/dl on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was treated with dextrose. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not have product information for the compact plus system.